Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the customer did not provide the complete information regarding procedure and the procedure was aborted and scheduled for later. It was reported that the system did not produce x-rays. Review of the logfiles confirmed the ip pc errors "graph acquisition frontal is not available". Upon further inspection, philips field service engineer (fse) visited onsite and checked the log files and confirmed that image processing pc (ip pc) disk2 failed. The defective ip pc was returned to failure analysis which was not able confirm the failure. Fse replaced the hard disk and ip pc, downloaded the ip pc operating system, installed app software, and recreated image storage due to a faulty ip pc. After the replacement of hard disk and ip pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.